Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-28341. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-28341 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that ecpella was used for ventricular storm (vt) in hypertrophic cardiomyopathy (hcm) patient. The patient expired despite treatment. The cause of death was fatal arrhythmia and multiorgan failure. The doctor commented that there was no causal relationship with the impella. There is not enough information to exclude the impella used as an associated factor with the event and for this reason this event will be reported.